Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Iegm shows noise on this atrial lead. All other parameters of atrial lead appear normal. This lead remains implanted.